Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 04-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient complains of recharging burden. The charging takes 5-6 hours a day and the patient doesn't feel like she's using her battery as much as she needs to preserve the battery. The patient also stated in august the battery was turned off and then all of a sudden it just came on. When the patient got home, her controller confirmed that it was on. The patient is also not happy with the placement of her battery as it rubs on her belt, and her lead protrudes from her spine and rubs on her bra. The patient does get adequate relief, but may possibly be interested in a revision down the line or a replacement to a newer battery model. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the patient¿s recharge burden and stimulation turning on by itself was unknown. The patient left it running, which caused no harm. It was noted that the patient was going to consult a doctor about a replacement, but no additional information was known. No further complications were reported/anticipated.